Manufacturer narrative:
The insulin pump was returned for pump error 25. No pump error 25 alarms noted on detailed trace/long trace download. The power management tool confirms that the backup battery unloaded voltage was not less the 3.7v for consecutive 240 minutes and the battery loaded voltage was not less than 3.5v for 4 consecutive hours. The device was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received excessive pump error 25 alarm and rewind process would have to be repeated. Insulin pump would need to be replaced.